Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00659, 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient experienced a dislocation of the left shoulder on post-operative day 1 following a manual handling incident on the ward. The patient had undergone bilateral reverse shoulder arthroplasties on 23-aug. Due to the dislocation, an open reduction was performed with exchange of the polyethylene liner from a 36 standard to a +4 semiconstrained insert.